Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was used as an accessory during the procedure. According to the report, the physician encountered difficulty in advancing the 22fr sheath after insertion through the right femoral artery. The gore® tag® grafts were reportedly advanced and implanted without any reported issues. A procedural angiograph at the access site reportedly revealed a localized dissection in the right external iliac artery. It was reported the access vessel in the region of dissection measured 8.7mm to 9.9mm in diameter. The right external iliac artery was also noted to be calcified. The physician decided to monitor the dissection, and the procedure was completed. The patient tolerated the procedure.